Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between sensor glucose and blood glucose. The customer reported blood glucose value of 40 mg/dl and sensor glucose was 200 mg/dl. The customer reported hypoglycemia treated with glucose or carb intake. The event involved product(s) unk_sensor, mmt-332a, mmt-1880l, mmt-399a. Troubleshooting was performed. Customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range. Explained sensor may have no longer been responding to glucose changes. Customer reported low blood glucose. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was unknown if the auto-mode feature was active. No further patient complications were reported. Product return requested for unk_sensor. Customer declined to return or was unable to return. No product return is required for mmt-332a. No product return is required for mmt-1880l. No product return is required for mmt-399a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.